Event description:
The customer observed falsely decreased calcium results on architect c16000 processing module for one patient. The results provided were: on (B)(6) 2022 sid d22275390q=1.46 mmol/l /repeated=2.29 mmol/l /repeated on architect c1601335=2.32 mmol/l laboratory reference range for calcium=2.20 to 2.26 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history records for architect calcium reagent, lot number 10783un21. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. User error may have contributed to the issue as the instrument logs showed aspiration errors for the suspect sample. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect calcium reagent, lot number 10783un21 was identified.